Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with complaints of left upper extremity edema that progressed over the previous few days. Patient was given treatments and patient was to continue with blood thinner for few months and follow up the vascular medicine for further management.